Event description:
The customer received blood glucose readings on the contour usb there wer 50-70mg/dl higher than a different meter. He did not provided specific readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The customer stated he took too much insulin, and made the statement he was almost killed because of it. He did not provided details regarding this allegation. The customer was asked to returned the test strips for evaluation. New meter and strips were sent to him.